Manufacturer narrative:
Per additional information received, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the water flow was not constant in the arctic sun device. When moving the filling reservatory tube from the patient's side, the flow decreased. There was a suspect of water leakage. Per follow up email on 21mar2019, the patient completed therapy on the same device. The device was sent to the depot for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water flow was not constant in the arctic sun device. When moving the filling reservatory tube from the patient's side, the flow decreased. There was a suspect of water leakage. Per follow up email on 21mar2019, the patient completed therapy on the same device. The device was sent to the depot for evaluation.